Event description:
Rptr had mastectomy of both breasts and reconstruction due to severe fibrocystic disease. She had saline implants inserted. Eighteen months after surgery, she developed degeneration of the left thumb joint. She had pain for one yr and was not relieved by cortisone shots or anti-inflammatory drugs. Then she had joint fusion to stop the pain and enable her to use her thumb. Four months after the fusion she developed the same joint problem in her right thumb and little finger.